Event description:
It was reported that during a ptca treatment procedure the maverick otw balloon ruptured at 12 atms on the second inflation during predilataion. (The number of atms reached on the initial inflation is unknown). The lesion being treated was in the lad coronary artery. No pt injury or complications were reported. No add'l info is available at this time.